Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps femoral component, catalog # 00599601451, lot # 62946321. Nexgen all poly patella size 29mm, catalog # 00597206529, lot # 63239960. Customer has indicated product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2016-02894, 0002648920-2017-00766. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to pain and loosening.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was confirmed by review of operative records and x-rays received. History record (DHR) was reviewed with the following deviations identified: the device history records for item #00110202200, lot #62786332 were reviewed and no anomalies/deviations were identified. The identified deviations are not considered to be related to the reported event. Based on information provided in the medical notes received, the trauma experienced by the patient is considered as the root cause of the reported issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.